Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the condition of failed accuracy tests on channels a, b and c for under infusion were confirmed. Inspection of the device found that the under infusion was caused by faulty pump head mechanisms and therefore the pump head mechanisms were replaced.

Event description:
During product evaluation, pump head mechanisms a, b and c failed accuracy tests for under infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.